Event description:
On (B)(6) 2014, the patient contacted animas and alleged the following: he has had high blood glucose (bg) readings lately: 494 mg/dl at breakfast. He bolused 7 units and bg is now over 500 mg/dl, with dry mouth. When reviewing bgs with his health care provider (hcp) today, they noted that the time was incorrect: pump was showing a.m. Instead of p.m. Patient changed the time/date setting prior to calling animas. Pump review showed the time had reverted to (B)(6) 2007, and the patient incorrectly changed it to (B)(6) 2014 instead of (B)(6) 2014. Patient does not recall making any changes to pump recently and does not know why the time reverted to the default setting. Costumer support (cs) assisted patient in setting correct date/time and informed him as long as the time/date are correct, it is safe to use pump until a replacement arrives. This complaint is being reported because the time/date issue was not resolved, and because the patient experienced hyperglycemia.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/20/2014 with the following findings:.the black box indicates a time and date reset in within 06 minutes of powering off the pump. The tdd records show 2 records for (B)(6) 2014. A manual time/date change was observed / pump was exercised for 24hrs to ensure the bt1 component was fully charged, the battery was then removed for 6hrs. And bench testing confirmed when the battery was reinserted after 6hrs without power the time and date reset to 12:00am (B)(6) 2007. The pump cover was removed; a visible inspection confirmed the bt1 internal battery was leaking. Pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.